Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was explanted 8 days post implant and replaced with another lens of the same model. No add'l info was provided. The reason for explant was not provided. Add'l info has been requested but has not been received.